Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the recently implanted vns patient developed an infection at her neck incision site approximately 2-3 weeks following implant surgery. The physician reopened and cleaned the incision site but the infection reoccurred. The patient underwent surgery on (B)(6) 2014 to explant the generator and lead. The patient has not been re-implanted to date but was reported to be doing well. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.